Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral angiogram the distal tip of the catheter almost detached during an exchange over a guide wire. The physician was able to completely remove the catheter from the patient without the end separating. A second catheter was used to successfully complete the procedure without incident.

Manufacturer narrative:
The suspect device has not been returned for evaluation. The complaint is not confirmed. A review of the device history and complaint database could not be reviewed since the lot number was not provided.